Manufacturer narrative:
The investigation determined that a discordant reactive vitros anti- sars-cov-2 total (cov2tot) result was obtained from a patient sample processed using vitros cov2tot reagent lot 0021 on a vitros eciq immunodiagnostic system. A definitive assignable cause for the discordant reactive cov2tot result could not be determined with the information provided. The only information provided were the reactive vitros results and negative results obtained from several non-vitros methods from the same sample. It was expected that the vitros cov2tot would be concordant as it also detects igm as well as iga and igg. It is possible to have a reactive cov2tot and a non-reactive cov2igg if it is early in the covid-19 infection and igg antibody is not at a detectable level yet. A false positive anti-sars-cov-2 total antibody test result may also indicate a recovery from past infection and immunity and could potentially put the person into a higher risk for future infection due to false assurance of immunity. No patient information was provided to assist with determining what the true patient status was. A heterophilic or non-specific antibody interferent was ruled out as the results obtained using the sample treated with a non-specific antibody blocking tube (nabt) and a heterophilic blocking tube (hbt) were concordant (cov2tot reactive) with results from untreated samples. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. No quality control results were provided and therefore, it cannot be confirmed that the vitros cov2tot lot 21 was performing as expected on the day of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with the vitros cov2tot lot 21.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report a discordant reactive vitros anti- sars-cov-2 total (cov2tot) result obtained from a single patient sample processed using the vitros eciq immunodiagnostic system. Vitros cov2tot = 33.1, 20.1 s/c (reactive) versus expected non-reactive / negative biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).